Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator restarted repeatedly during monitoring a patient. This report has been updated from a serious injury to a non adverse event as additional information received clarified the issue was not life-threatening and occurred during monitoring. The customer contacted the philips response center. The customer evaluated the device and the device passed all testing. No parts were replaced. The device remains with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart xl+ monitor / defibrillator restarted repeatedly. Philips is considering this event to be a serious injury because it is unknown if the patient experienced an adverse event, the outcome of the event is unknown, and it is unknown if the treatment was interrupted. Additional information has been requested.